Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the event date was updated to (B)(6) 2018. It was noted a pump motor stall occurred on (B)(6) 2018 at 0913 and recovered on the same day at 0914. The outcome of the event was updated to resolved without sequelae on (B)(6) 2018. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported on (B)(6) 2018 a magnetic resonance imaging (MRI) with contrast was performed and caused a pump motor stall. It was noted the pump motor stall recovered and was reprogrammed and refilled. No action was taken. It was noted that the outcome of the event resolved without sequelae on (B)(6) 2018. (Please note: this conflicts with the information that the MRI occurred on (B)(6) 2018.) The reason for the thoracic MRI was to evaluate for catheter kink, breakage, or catheter tip granuloma. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. It was noted the event was related to MRI. The event date was noted as (B)(6) 2018. (Please note: this conflicts with the information that the MRI occurred on (B)(6) 2018.) No further complications were reported.